Event description:
An issue was reported where the customer's blood glucose level was displayed as "low," although the specific value was unknown. There was no adverse impact on the customer¿s blood glucose level since the customer did not lose consciousness or sustain any injury and consumed carbohydrates to address the low glucose level. Technical support assisted the customer by updating the carbohydrate ratio and target blood glucose settings and advised consulting with the healthcare provider for further guidance, which the customer acknowledged.